Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. A visual inspection observed that the lid and bezel are scratched. A functional evaluation revealed that the unit has no output voltage. The unit was opened and found no issues. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. No containment or corrective actions are recommended at this time. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that the controller had a error message. No case reported; therefore, there was no patient involvement. Results of investigation have concluded that the unit has no output voltage which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.